Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was in the operating room now with the pump exposed after opening the pump pocket. The communicator was right over the pump and they still can't get the communicator to find the pump. The manufacturer's technical services specialist (tss) reviewed that the pump should be replaced if they were unable to establish telemetry.

Event description:
Information was recieved from a healthcare provider (hcp), company representative, and a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the healthcare provider (hcp) and patient that the programmer stated "no device found." Technical services confirmed regular alkaline batteries were in communicator and battery light green. Technical services had them restart tablet and communicator, reposition patient and try to communicate with pump again. Technical services checked to see if communicator was paired with tablet in "about" screen in synch ii app and confirmed it was not. Technical services had them get cable to connect communicator. The hcp stated that was an older tablet and she did not have the right cord. The hcp stated she tried using another tablet that had the welcome screen on it when she first turned it on ("I've never seen this screen before"). The hcp called back saying a medtronic representative (rep) was just there and swapped out tablet and communicator. The company rep stated he had been using this new tablet and communicator all morning with no issues but this was the 3rd tablet/communicator that were giving the message "no device found." The company rep stated he was able to interrogate and update the pump the morning of implant but could not anymore. They put the patient under "fluoro" and confirmed the pump was not flipped, and she was able to fill the pump, however they could not update or interrogate it. The hcp and rep insistent that they tried everything. Technical services stated all troubleshooting had been done. The hcp stated physician was going to open patient up and figure out what was going on april 3rd.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the cause of being unable to interrogate or update the patient's pump was still unknown at this time. The pump was removed and replaced on 2024-apr-03. The event did not resolve and the pump had to be replaced to resolve the event. The pump was going to be returned to the manufacturer for analysis.